Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer slipped - the rotation of the knob cannot fix the flexible arm when it was used. A a new heart stabilization system was replaced to complete the operation. No harm to the patient.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected: manufacture site corrected to be suzhou, d4-UDI corrected to be suzhou manufactured om-10000; h3a-"device is evaluated by mfg", updated: g7-type of the report is "follow up"; h2-follow up report for "additional information"; h6-type of investigation code the investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot 3000251733 has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, 23th feb 2022 to 23th feb 2023, the occurrence rate is approx. (B)(4) for suzhou manufactured om-10000/om-10000z. There is no same issue reported for this lot# 3000251733. 3. Returned device evaluation: the device was received on mar.08th 2023, the following contents have been conducted: 1) visual inspection: no visual defects were observed on the product; 2) functional test: rotating the knob in clockwise, idling rotating was found, the knob cannot be tightened and flexlink arm cannot be tightened. To check this knob idling rotating during tightening, the stabilizer was disassembled for checking the relevant assembly and components status. 3) disassemble and examine the assembly according to the applicable manufacturing process instructions knob assembly mp-bh-0005. It is found that the lead-in thread on acme nut was broken. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming to process instruction requests. 6) replace the abnormal acme nut with a new one taken from another raw material lot to check the function of the returned product. It¿s found that no knob tighten issue happened, the knob rotating smoothly without idling, and the flexlink arm can be tightened. 7) the relevant components' dimensions were checked, which are conforming to the drawing requirements, no deficiency was observed. Based upon the above evaluation, there¿s no deficiency identified from production relevant to the mechanical issue-knob difficult/ unable to tighten-arm does not lock prior to this complaint. It is not indicated that it is the product problem, and also not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. Complaint historical data has also been reviewed, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be rotating to loosen the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead-in thread, acme nut lead-in thread broken, then the knob could not be tightened and flexlink arm could not be tightened.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer slipped - the rotation of the knob cannot fix the flexible arm when it was used. A a new heart stabilization system was replaced to complete the operation. No harm to the patient.